Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on force sensor resistor. The occlusion and excessive no delivery tests could not be performed due to prime/fill anomaly. The device passed the basic occlusion, displacement and bolus delivery tests. No motor error alarms occurred during test. However the motor home switch was found corroded. It also had a missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. Blood glucose value was 375 mg/d; treated with manual injection. The device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind and the insulin pump passed the self-test and displacement test. The customer removed the infusion set and stated that the cannula was not. The motor error alarm occurred 8 times. The device was returned for analysis.